Event description:
The customer reported no image on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR related to ge healthcare complaint number (B)(4).